Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens was damaged upon insertion. Incision was widened for removal and another lens, same diopter was implanted. Cause of this incident was loading error by teach.

Manufacturer narrative:
(B)(4).